Event description:
Related manufacturer reference number: 2017865-2023-37061. It was reported that the patient presented with noise on the right atrial lead and the right ventricular lead. The leads were capped and replaced on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.